Event description:
Harmonic ace shears would not rotate. Surgeon had this happen in a case last week as well. She tried to take the harmonic handpiece off the cord and reattach it. That did not fix the problem. She did not want to try opening another handpiece so we switched to a different device.